Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported via phone by the sales rep that during an ankle procedure, his milagro br anchor broke upon insertion. The fragment was removed and the surgeon used another like device one size bigger to complete the procedure. The patient had hard bone, and the insertion was not off axis. There were no patient consequences or delays. The customer discarded the device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant broke during insertion. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed 4 similar complaints for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).